Event description:
Customer reported an incident of unit being pulled from vehicle, missed the safety hook on the floor, and hit the bumper of the vehicle. Customer claims mainframe was broke/cracked. No injuries reported.